Event description:
A 10ml bd plastipak syringe was inserted into the line port of the hickman line to take blood. The port broke and the tip of the syringe sheared off on the port and had to be removed. The hickman line was not able to be used and the pt had to have the line removed and a second hickman line inserted. Details of injury (to pt, carer or healthcare professional): the pt had to return the theatre to have a second hickman line inserted. Action taken (includes any actions by pt, career or healthcare professional, or by the MFR or supplier): the consultant anesthetist and theatre staff took another hickman line from the same batch and tried unsuccessfully to replicate the problem. However, even with extreme force they were unable to break the port or the tip of the syringe. Pt outcome info has not been provided by the reporter.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.